Event description:
Pt called lfs and alleged that the meter would only prompt an error 1 message. The pt did not report any symptoms while attempting to test on the meter. The pt did not seek any medical attention. The issue was not resolved with troubleshooting. The meter is being replaced for the pt. No further info has been reported.